Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with symptom return and loss of bladder control. There was no known accident or incident related to this complaint. Symptoms reported had gradual onset starting about a month ago. Location of the patient's symptoms was the perineum. The patient changed insurance and does not currently have a doctor. The patient was requesting assistance in finding a new doctor. The patient indicated "it's like I'm going backwards instead of forward right now. It's like every 5 min I have to go to the bathroom. Sometime when I try to go, I can't go." The symptoms started "about a month ago, a little over a month ago. A few days later, the patient reported that about a month ago, everytime the patient drinks she goes to the bathroom. The patient last had programming at hcp (healthcare provider) office at the end of last year (2014) the patient set ins to the max settings and was not feeling stim. Additional information received from the patient noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient had no appointment date yet; they were having a hard time finding a doctor.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0h959, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).